Event description:
Noticed funny smell after using soclean checked online noticed action against soclean was concerned problems might occur so I stopped using soclean machine I went back to cleaning my continuous positive airway pressure (CPAP) machine once a week. Now seeking reimbursements for cost of soclean machine.